Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were doing good until last night. Patient stated a couple of times they woke up and they were soaked. Patient said they wet 2 diapers. Agent reviewed with patient that this might be a one time event. Agent walked patient through checking their settings and patient confirmed that the therapy was on and working. Patient also mentioned that the incision was red and leaking, they talked to the doctor and were prescribed antibiotics. Patient was redirected to healthcare provider (hcp) to further address the issue. On 2025-aug-26, additional information was received from the hcp. They reported that the patient had an infection. It was unknown whether it was related to the device or therapy. As resolution, the patient was provided oral antibiotics for 7 days, and another medication for chills, fever and worsening condition. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.